Event description:
An explanted vns system was received by the manufacturer from a funeral home on (B)(6)2017. An online obituary search provided the patient had passed away on (B)(6) 2016. Analysis is underway, but has not been completed to-date. Additional relevant information has not been received to-date.

Manufacturer narrative:
(B)(4).

Event description:
Analysis was completed on the returned lead portion. The majority of the lead assembly including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. There is no evidence to suggest an anomaly with the returned portion of the device. Analysis was completed on the returned generator. The device output signal was monitored for more than 24 hours, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery did not show an end-of-service condition. The downloaded data revealed that 62.487% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.